Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 09/08/2014 with the following findings: during testing, the meter was powered on and immediately emitted an error 1 with sub code 7. The error could not be cleared, and the meter remote could not be paired with a pump, indicating software data corruption.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 7, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.